Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician handheld is intermittently charging. Troubleshooting was performed and narrowed the issue down to the serial cable. The physician was provided a new programming tablet and the handheld and serial cable was returned to manufacturer for analysis. Analysis of the handheld was completed on (B)(4) 2014. During the analysis it was identified that the serial cable had open electrical connections in the power cable portion. As a result of the open wire connections, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.